Event description:
It was reported that a vns patient developed a severe coughing, and vomiting immediately following implant surgery. The patient was reportedly hospitalized for monitoring and discharged the following day. Follow up with the patient's treating physician revealed that the events had been attributed to mechanical irritation of the electrodes due to the timing of the events and the fact that the device had not been programmed on. The symptoms reportedly persisted for several days and after medication was administered, the symptoms began to subside.